Manufacturer narrative:
(B)(4). It was reported that patient underwent percutaneous nerve evaluation due to refractory urinary urge incontinence on (B)(6) 2011. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and sparc was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and sparc were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to vaginal vault prolapse. It was reported that following insertion the patient experienced infection and bleeding. No additional information was provided.